Manufacturer narrative:
Correction section b5 : additional complaint code updated as received from the field and corrected in b5.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited high capture threshold and high impedance measurement. The rv lead was removed and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited out of range capture threshold. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable capture threshold and high pacing impedance. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found no conductor fractures; however, an internal short was found due to the over torqued inner coil in the connector region. The cause of the reported event of unacceptable threshold was isolated to procedural damage.